Event description:
It was reported that a patient had a problem with the pump, the reporter clarified they thought it was ¿more an issue with the doctor than with the pump.¿ the patient reported change in therapy effect and the pump wasn¿t helping with his pain relief anymore. The healthcare professional (hcp) clarified that there was increased pain to the mid-lumbar and left lower extremity and inflammation of the patient¿s chronic pain. The patient¿s hip was ¿messed up.¿ the patient received a snrb (selective nerve root block) at left l2-4 on (B)(6) 2015 which reportedly stabilized the patient¿s pain issue. The patient was scheduled for another snrb on (B)(6) 2015. A pump refill was scheduled for (B)(6) 2015. The patient expressed unhappiness/dissatisfaction with the hcp and wanted to find another hcp to refill the pump. The patient wanted the pump taken out and the reporter stated she thought this made the hcp ¿mad,¿ believing the hcp was ¿lying to them saying that he was increasing the medication when they believe he was lowering it.¿ the reporter stated the hcp just wanted to "inject inject inject (back injections).¿ the pump was used to infuse hydromorphone and gabapentin. No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).